Event description:
It was reported that the patient started feeling a shocking feeling ¿last night¿ and it was mainly on his head. The reporter stated that the patient had been having shaking episodes in his head and right arm, that last ¿a couple of seconds,¿ since the shocking sensation began. The reporter stated that nothing seemed to prompt the issue. The patient could not be seen by his health care provider (hcp) until (B)(6)-2013. The patient was advised by the hcp to turn the device off. However, the patient had misplaced his programmer and had no means to turn the device off. The patient was in significant discomfort. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: 2012-(B)(4), product type implantable neurostimulator, product ID 7495-51, serial# (B)(4), implanted: 2000-(B)(6), product type extension, product ID 3387-40, lot# j0443941v, implanted: 2004-(B)(6), product type lead, product ID 3387-40, lot# j0343918v, implanted: 2003-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2003-(B)(6), product type extension, product ID 7438, serial# (B)(4), implanted: 2003-(B)(6), product type programmer, patient. (B)(4).